Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician attempted to release the band; however, the band failed to deploy. The physician withdrew the scope and removed the device out of the patient. There was no issue noted on the device or packaging prior to the procedure. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found some residue present indicating use/handling. The extension tube was without issue. The suture was broken and an 18 cm portion was attached to the trip wire loop. All seven bands had been deployed and were not returned. The ligator head teeth were without damage. The trip wire was kinked in multiple areas. The trip wire was not secured in the handle assembly slot and the proximal loop was retracted into the handle assembly. The handle assembly slot presented evidence that the trip wire had previously been secured. A functional evaluation of the handle was performed by turning the handle knob at 180º and an audible click was heard, no issue was noted with the handle assembly. Based on the evaluation of the returned device, the complaint that the bands failed to deploy could not be confirmed. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician attempted to release the band; however, the band failed to deploy. The physician withdrew the scope and removed the device out of the patient. There was no issue noted on the device or packaging prior to the procedure. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported issue of bands failed to deploy. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.